Event description:
Boston scientific received information that this right ventricular lead displayed noise which resulted in inappropriate shocks. Additional analysis revealed that the pacing impedances were low and out of range and an insulation issue was suspected. This lead was explanted and will not be returned. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.